Manufacturer narrative:
Additional information added to g4, h3, h6, h10. The customer reported problem was confirmed. A review of the device history record for (B)(6), was performed from the date of manufacture (B)(6) 2009, to the present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device failed the plunger force accuracy test after the device was successfully calibrated. It was reported there was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device failed the plunger force accuracy test after the device was successfully calibrated. It was reported there was no patient involvement.